Event description:
The customer reported being hospitalized due to high blood glucose of 999 mg/dl, and she was treated with the insulin pump. The customer stated that she was eating only snacks for a day as she could not keep down food and only can 45 to 50 carbohydrates. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found a no delivery alarm. The customer also mentioned having a bent cannula. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.